Manufacturer narrative:
Additional information has been requested regarding this event, but was not available. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead and a non-boston scientific device exhibited high shock impedance measurements of up to 145 ohms. It was noted that the alert would be most likely be reprogrammed and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had been showing high, out of range (oor) shock impedances, the oor limit alert was reprogrammed but at this time the rv lead has been surgically abandoned at a procedure in which the pulse generator was explanted for normal battery depletion. No additional adverse patient effects were reported.